Event description:
Additional information reported that the patient presented with pseudomonas driveline infection requiring surgical incision and drainage along with vacuum assisted closure (vac) dressing, and prolonged course of intravenous (IV) antibiotics. No further information was provided.

Manufacturer narrative:
Reference uf/importer report # (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 2 years, 10 months. Event date has been estimate as no date was provide for this infection. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted for a pseudomonas drive line infection. Event date has been estimate as no date was provide for this infection.